Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that lead noise on the ventricular channel was observed. The patient is dependent, and the noise is leading to inhibition. Noise could not be reproduced in clinic. All of the real time measurements were stable and within range. Further testing was recommended. No further information is available.